Manufacturer narrative:
It was reported that on (B)(6) 2023 a physician was using the device to create an incision when it "bent and snapped". It was reported all pieces were retrieved and there was no impact reported to the patient or procedure. A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Blade snapped while creating incision.